Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that when trying to change the purge lines for their automated impella controller (aic), the console would not recognize the purge disc. The medical staff attempted three different purge cassettes without success, but on another aic, the cassettes worked fine. The aic was exchanged and the issue was resolved. No patient harm has been reported.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The logs were reviewed and the issues with the aic not being able to detect the purge disc was confirmed. The purge disc was found to be broken. The cause of the issue was a defective component. A.3 revised in accordance with updated procedures.